Event description:
Pacing problems were noted on this lead. Lead was found to be dislodged. Explant was attempted but unsuccessful; subsequently, the lead was capped. A new lead was implanted without complications. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.